Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. D14825) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, syncope, tachycardia, scoliosis, anxiety, panic disorder, obsessive-compulsive disorder, renal calculi, ureteropelvic junction obstruction and cholecystectomy. Concurrent conditions included diabetes, panic disorder, low back pain, lumbago, numbness, muscular weakness and ovarian cyst. Concomitant products included docusate sodium since (B)(6) 2017, ferrous sulfate from (B)(6) 2015 to (B)(6) 2018, ketorolac tromethamine (toradol) since (B)(6) 2017, medroxyprogesterone acetate (depo-provera)13-nov-2015 to july 2018, naproxen since (B)(6) 2016, omeprazole from (B)(6) 2018 to (B)(6) 2019 and ondansetron hydrochloride (zofran) from (B)(6) 2018 to (B)(6) 2019. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: cysts"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), bacterial vulvovaginitis ("infection: bacterial vaginal infection"), vaginal discharge ("vaginal discharge"), iron deficiency anaemia ("severe anemia") and hypotension ("low blood pressure"). The patient was treated with antibiotics and surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, cyst, nausea, abdominal pain lower, dysmenorrhoea, dyspareunia, bacterial vulvovaginitis, vaginal discharge, iron deficiency anaemia and hypotension outcome was unknown. The reporter considered abdominal pain lower, bacterial vulvovaginitis, cyst, cystitis, dysmenorrhoea, dyspareunia, hypotension, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 as per pfs and date(s) of removal: 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: the placement was successful. Batch no d14825 production date 2014-10-01 expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a 27-year-old female patient who had essure (batch no. D14825), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: obesity, syncope, tachycardia, scoliosis, anxiety, panic disorder, obsessive-compulsive disorder, renal calculi, ureteropelvic junction obstruction and cholecystectomy. Concurrent conditions included: diabetes, panic disorder, low back pain, lumbago, numbness, muscular weakness and ovarian cyst. Concomitant products included: docusate sodium since (B)(6) 2017, ferrous sulfate from (B)(6) 2015 to (B)(6) 2018, ketorolac tromethamine (toradol) since (B)(6) 2017, medroxyprogesterone acetate (depo-provera)(B)(6) 2015 to (B)(6) 2018, naproxen since (B)(6) 2016, omeprazole from (B)(6) 2018 to (B)(6) 2019 and ondansetron hydrochloride (zofran) from (B)(6) 2018 to (B)(6) 2019. In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: urinary") and cystitis ("infection (bladder/ urinary tract/vaginal), type: bladder"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced cyst ("reproductive system disorder or condition, type of disorder or condition: cysts"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), bacterial vulvovaginitis ("infection: bacterial vaginal infection"), vaginal discharge ("vaginal discharge"), iron deficiency anaemia ("severe anemia"). And hypotension ("low blood pressure"). The patient was treated with antibiotics and surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, cyst, nausea, abdominal pain lower, dysmenorrhoea, dyspareunia, bacterial vulvovaginitis, vaginal discharge, iron deficiency anaemia and hypotension outcome was unknown. The reporter considered abdominal pain lower, bacterial vulvovaginitis, cyst, cystitis, dysmenorrhoea, dyspareunia, hypotension, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 as per pfs. And date(s) of removal: 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 33.2 kg/sqm. Ultrasound scan vagina: on (B)(6) 2016, the placement was successful. Batch no#: d14825, production date: 2014-10-01, expiration date: 2017-10-28. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff information form received: event: "iron deficiency anaemia and hypotension" were added, reporter was added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (batch no. D14825) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, syncope, tachycardia, scoliosis, anxiety, panic disorder, obsessive-compulsive disorder, renal calculi and ureteropelvic junction obstruction. Concurrent conditions included diabetes, panic disorder, low back pain, lumbago, numbness, muscular weakness and ovarian cyst. Concomitant products included docusate sodium since (B)(6) 2017, ferrous sulfate from (B)(6) 2015 to (B)(6) 2018, ketorolac tromethamine (toradol) since (B)(6) 2017, medroxyprogesterone acetate (depo-provera) (B)(6) 2015 to (B)(6) 2018, naproxen since (B)(6) 2016, omeprazole from (B)(6) 2018 to (B)(6) 2019 and ondansetron hydrochloride from (B)(6) 2018 to (B)(6) 2019. In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 25 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced cyst ("reproductive system disorder or condition type of disorder or condition: cysts"). On an unknown date, the patient experienced nausea ("nausea"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), bacterial vulvovaginitis ("infection: bacterial vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with antibiotics and surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, cyst, nausea, abdominal pain lower, dysmenorrhoea, dyspareunia, bacterial vulvovaginitis and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, bacterial vulvovaginitis, cyst, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 as per pfs and date(s) of removal: 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: the placement was successful. Batch no: d14825. Production date: 2014-10-01, expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received. Concomitant condition added. Events: dysmenorrhea, dyspareunia, infection: bacterial vaginal infection, vaginal discharge were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.